Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, abdominal pain, dyspepsia, nausea, fever, chronic cholecystitis, chills, abdominal pain, migraine, polycystic ovaries, depression and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality-safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, abdominal pain, dyspepsia, nausea, fever, chronic cholecystitis, chills, abdominal pain, migraine, polycystic ovaries, depression and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Case is upgraded to serious incident. Event pelvic pain was upgraded to incident. Essure removal surgery added. Reporter's information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.